Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces measuring 5.9 and 5.5 cm respectively. An external abrasion was noted 4.8 to 5.0 cm from the connector pin consistent with friction to the device can exposing the re coil.

Event description:
This report is to advise of an event observed during analysis.